Event description:
It was reported that the device had no power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, root cause of the reported issue was due to electrical failure of the front case w/keypad assembly. A review of the device history record showed the device had a manufacture date of 26mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had no power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device had no power. No additional information was provided. There was no patient involvement.